Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction d2b procode - correction h2 type of follow up - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an unspecified issue occurred. The patient tried to pair the new transmitter but could not pair it due to ¿transmitter not found¿ message on (B)(6) 2024. There was no bg taken and then the patient suddenly lost consciousness. The patient was alone in her house at that time. When she woke up at 7:00 am, she immediately called 911. The patient was taken to the hospital at 7:20 am. There were no continuous glucose monitor (cgm) readings, and the blood glucose (bg) was 600mg/dl when tested at the hospital. The patient was treated with IV treatment and medications. The patient was discharged on (B)(6) 2024 at 5:00 pm and back to normal. At the time of the report the patient was feeling better. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.